Event description:
The customer contacted olympus to report the evis lucera elite colonovideoscope displayed a scope error code e315. The malfunction occurred during preparation for use. There was no patient harm and no delay to the unspecified procedure.

Manufacturer narrative:
Upon inspection of the returned device, the repair center was unable to confirm the reported event; however, it is a known failure and is likely to have occurred. Additional minor defects identified includes: light cover glasses chipped and adhesive worn. Optical cover glass chipped and adhesive worn. Distal end adhesive worn. Insertion tube rubber leaking. Air/water housing colored ring worn. Light guide tube dented. Up/down angle play failed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event was most likely caused by the following: 1) foreign matter (chemical solution residue, scale, sebum stains, etc.) Adhered to the electrical contacts of the scope connector, and the connection of electrical components became unstable. 2) the electrical contact inside the scope connector-was connected to the system while it was still wet, causing an abnormality in the electrical components inside the scope connector. The event can be detected/prevented by following the instructions for use which state: 1) "caution: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and/or light source may malfunction." 2) "wipe the electrical contacts on the endoscope connector using clean lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source and confirm that a proper image is displayed when twisting the endoscope connector left and right." Olympus will continue to monitor field performance for this device.